Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "during the procedure, md found the needle hub slightly cracked. A new kit was opened and used, and there was no problem". The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one ars and introducer needle for evaluation. Visual examination revealed multiple large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. (If larger introducer needle is used, vessel may be pre-located with 22 ga. Locater needle and syringe.)" The returned introducer needle was connected to the returned ars to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with one potentially relevant finding. A non-conformance was initiated for needle cannula detachment. However, this defect was not observed on the returned sample, therefore this finding is not relevant. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the procedure, md found the needle hub slightly cracked. A new kit was opened and used, and there was no problem". The patient's condition is reported as fine.